Manufacturer narrative:
Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. . Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.